Manufacturer narrative:
D4: expiration date: april 2025. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was leakage at the chamber tube port. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system solution set leaked from the drip chamber. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.